Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump experienced a pump jam. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient. Per the clinical review on (B)(6) 2013: the perfusionist (ccp) increased the speed of this roller pump (serving as a sucker) and the pump increased to a calculated flow of 0.8 l/min. The pump would stop with a pump jam message. The ccp loosened the occlusion of the pump and re-started the pump. Again, the pump speed was increased and at about a calculated flow of 0.8 l/min and the pump would stop (pump jam message). The ccp had a spare roller pump on the base (not used during this procedure). He moved the tubing over to this spare pump and the spare pump was used as a sucker for the remainder of the procedure. There was no delay and no loss of blood and the case was completed successfully.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. After the case, perfusionist did his own testing to the roller pump and he feels like occlusion was too sensitive. He said it will pump jam with no tubing.